Manufacturer narrative:
D9: device return date is unknown. The investigation for the reported aic - controller failure (red alarm) has been completed. The product was returned and the aic - controller failure (red alarm) was confirmed. Console was tested in (B)(6), and although the exact issue was not reproduced, results of repeated power-cycling testing revealed one failed boot-up sequence due to pmd (sau_motor_1) communication failure. This implicates impellatronic assembly, as both subcircuitries - epm and pmd - are located on this board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an (aic) impella cp device for mechanical circulatory support. The us complainant had an automated impella controller failure with the cp. The aic was replaced and a backup controller was used. Additional information noted that the care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.